Manufacturer narrative:
Based on the information provided, the root cause of the customer reported failure mode cannot be determined. If the product is returned or if additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures. A review of the site's complaint history was performed and there were no other complaints related to this product. No image or video clip for the reported event was submitted for review. An isi failure analysis engineer reviewed the instrument logs for the force bipolar used during the procedure and the following information was provided: the logs do not show any errors that would indicate force bipolar is stuck on tissue (currently this is true for all core instruments). The logs show an e-stop press and the force bipolar instrument that was installed at the time of the e-stop press is pn 471405-06, lot n10210531-0049. Based on the information provided at this time, this complaint is being reported due to the following: during a da vinci-assisted bilateral inguinal hernia repair, the force bipolar instrument was observed to be stuck on tissue. The e-stop was pressed and the staff was unsuccessful in attempting to release the tissue from the jaws of the force bipolar instrument. The surgeon scrubbed in to remove the peritoneum that was grasped in the jaws of the force bipolar instrument. At this time, additional event and procedure details, and root cause of the alleged customer reported injuries are unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Initial reporter is not available. Device manufacture date is not available as of the date of this report.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair, the force bipolar instrument was observed to be stuck on peritoneal tissue. The emergency stop (e-stop) was pressed and or staff used the instrument release kit (irk). The instrument jaws did not open; however, the wrist of the instrument was observed to be moving with the use of the irk. The surgeon decided to scrub in and cut out a piece of peritoneum which was grasped in the jaws of the force bipolar instrument and removed the instrument and cannula simultaneously from the patient. The instrument was then removed from the cannula. A back-up instrument was used to continue with the case, and the procedure was completed with no injury to the patient.